Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
Customer reported they want assistance to verify beam alignment. No patient injury was reported.